Event description:
Same case as 2134265-2010-03677. It was reported that during a stenting treatment procedure, a balloon burst occurred. The vascular access site was the right radial artery. The target lesion was located in the calcified and tortuous right coronary artery (rca). An unspecified 6fr al2 guide catheter along with a non-bsc guide wire were advanced in the vessel. Next, a nc quantum apex 4.0x20mm balloon was advanced to the lesion and inflated to 8atm for 7 seconds and 12atms at 11 seconds in the mid rca. The balloon was then removed and then re-inserted to the lesion site and inflated to 13atms for 12 seconds and to 19atms for 29 seconds. During the second inflation, the balloon ruptured. The balloon was removed from the patient without incident. After pre-dilatation was performed, a veriflex 4.0x28mm bare metal stent was advanced and deployed in the mid rca at 13atms for 26 seconds. The stent delivery system was removed from the patient. Next, an nc quantum apex 4.5x15mm balloon was advanced to the mid rca to post-dilate the stent. The balloon was inflated to 17atms for 35 seconds and 13atms for 11 seconds. The balloon was removed from the patient. Then a veriflex 4.5x28mm bare metal stent was advanced in the vessel but would not cross the lesion the previously placed stent. When the stent delivery system was removed from the patient, blood was observed on the balloon. The physician felt that the stent delivery balloon became caught on the previously implanted stent and punctured the delivery balloon. The procedure was stopped at that point and it was decided to bring the patient back at a later date. No patient complications were reported and the patient status is reported as stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).